Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a skin revision surgery under general anaesthesia on (B)(6) 2021, in order to remove scar tissue and replace the old abutment with a longer one.